Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons had to push more than once, alarms were faint. The customer¿s blood glucose level was unknown at the time of the incident. The customer was also reported that reservoir plastic chipped off, changing batteries once within 7 days, rewind process longer. The insulin pump will not be returned for analysis.